Event description:
As reported by our edwards lifesciences affiliate in germany, the patient underwent a valve-in-valve transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien 3 ultra resilia valve. The valve was implanted successfully within a non-edwards valve. Post-procedure, the patient did not recover. Transthoracic echocardiography (tte) identified a pericardial effusion, which was reported to have been caused by guidewire perforation. Surgical intervention was performed to address the pericardial effusion, and the patient was subsequently transferred to the intensive care unit in good condition. Approximately two (2) days after the procedure, the patient passed away.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (perforation by the guidewire) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental report is being submitted for correction. The following sections of this report have been corrected: d1 (brand name), d4 (additional device information), h4 (device manufacturer date), and h6 (component code).